Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 pen needle 32g 4mm xtw 5b 14pack were unable to deliver insulin/medication. The following information was provided by the initial reporter: the client reported that the purchased insulin needle could not clog fluid frequently (2-3 of the 10 needles were clog) and could not be reused.